Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary - no anomalies found. Full lead returned and analyzed. There is only one set of setscrew marks on the is-1 pin and it is too proximal, which indicates that the lead was not fully inserted into the device header.